Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the limited information provided, the root cause of the reported breakage could not be determined. The evos screws are implantable so biocompatibility is not an issue. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort, cannot be determined for the retained broken pieces. No further medical assessment can be rendered at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Additional information: d3 and g1.

Event description:
It was reported that, during a trauma surgery, the head of an evos screw broke off, while inside the patient. An s&n backup was available. Surgery was not delayed. The patient outcome is unknown.